Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a transfer set was leaking. The patient was connected at the time of the event. This occurred during drain of peritoneal dialysis therapy. It was stated that the transfer set was taped down because it was moving freely and leaking. The care giver (cg) stated the connector did not separate from the transfer set and that there was no visible sign of damage to adapter or the transfer set. The cg also stated that they did not notice any connection or disconnection difficulties. The technical service representative (tsr) explained that the transfer set might not be open all the way when twisted open. The tsr advised to end therapy, assisted in adjusting the volume on the alarms, and explained the recommended settings. During troubleshooting, it was mentioned that the transfer set tubing was smaller than the disposable tubing. The care giver stated that they did not have any more manual supplies. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.